Event description:
During routine testing of the device at the service center, the user reported that on the perfusion screen, a "?" Displayed on the gas icon. The light emitting diode of the electronic patient gas system was not turned on. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.